Event description:
Complainant alleged that during routine testing it was observed that the device keyswitch could be turned 360 degrees and that the manual and semi-automatic modes were only intermittently available. The complainant indicated that there was no pt involvement in the reported event.